Manufacturer narrative:
Customer reported sechrist unit was in use with another medical device on a patient. Sechrist device did not cause or contribute to the reported issue, per the customer. The unit was contaminated with blood from the setup with the other medical device. No patient injury was reported. No device malfunction was reported. We are reporting to FDA since our device was in use at the time of this blood incident. At this time, there is no evidence that a manufacturing non-conformity contributed to the reported complaint and the instructions for use (IFU) were reviewed and determined to provide adequate instructions and warnings for the safe and effective use of the device. Therefore, no corrective or preventive actions are required. All complaints are trended by management on a monthly basis.as part of this monthly review, any excursion above the control limits for this failure mode will be assessed, documented, and acted upon as warranted. Manufacturer reference file no. (B)(4).

Event description:
Customer called to inquire about overhauling unit that had been contaminated with blood. No patient injury was reported. Unit was connected to another medical device at time of blood incident.